Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead presented for a normal scheduled follow up. During the follow up, noise was discovered on the lead. The noise was being oversensed leading to inappropriately stored episodes and pacing inhibition with more than two seconds of asystole. The patient was seen for a lead revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.